Event description:
It was reported to philips healthcare that the heartstart mrx defibrillator's ECG signal was intermittent when the cable was wiggled around the pt connector. There was no reported pt impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.